Event description:
On (B)(6), the lay user/patient contacted lifescan canada alleging that his onetouch verio iq meter would not power on. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged power issue stated at 12:30pm on (B)(6) 2012. The patient informed the csr that he manages his diabetes with insulin (set dose of long acting in the morning and takes novorapid with meals). The patient denied taking extra insulin due to the meter power issue. At the time of the call, the patient informed the csr that at 12:30 pm that afternoon, approximately the same time the alleged power issue started, he tested on another device (acucheck) and obtained a reading of "3.2 mmol/l (56 mg/dl)." The patient also reported that 30 minutes after the start issue he developed "low blood sugars" and treated self with food and/or drink. The specific "low blood sugar" symptoms were not provided. At the time of the call, the csr noted that the patient stated he had charged the subject meter the evening prior. At the time of the call, the csr noted that the subject meter was displaying "7777777" when attempting to perform a rapid charge on the meter. The alleged meter issue remained unresolved. Replacement products were sent to the patient and product returns were requested. This complaint is being reported because the patient reportedly developed "low blood sugars" after the alleged meter power issue started.